Event description:
The customer called reporting that shortly after he received a reading of 71 mg/dl on his freestyle meter, he became incoherent. The paramedics were called and according to their meter, customer's blood glucose level was 44 mg/dl. Patient had been given some orange juice with two teaspoon of sugar to stabilize his glucose level.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is completed.